Manufacturer narrative:
(B)(6). Investigation summary: one photo was provided for evaluation. It shows a syringe with the plunger rod-rubber stopper all the way down. The stopper ribs have blood, the barrel wall over the stopper also shows blood; there are signs of blood up to area of the 10ml mark therefore failure mode is verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. This is the first complaint for the lot# 8242529 for the same defect or symptom. There was no documentation of issues for the complaint of batch 8242529 during this production run. Root cause description: root cause is related to use. These syringes are one time use, they should use the syringe by expelling the saline solution and dispose them, not for drawing blood. These syringes help maintain catheter patency by physically occupying space within the catheter and exerting pressure on the patient¿s circulating blood, so that blood is prevented from backfilling into the catheter and clotting.

Event description:
It was reported that "blood mixed with physiological saline" leaked from the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% needle core during use.